Manufacturer narrative:
Product complaint # (B)(4). Investigation flow: damage. Visual inspection: the reduction forceps with serrated jaw-ratchet 144mm (p/n: 399.99, lot number: t189999 ) was received at us cq. Upon visual inspection, it was observed that one of the serrated jaws was broken at its distal tip. The broken component was not returned. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection was performed due to the post-manufacturing damage. Document/ specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion this complaint is confirmed as the as received condition of the reduction forceps with serrated jaw-ratchet 144mm (p/n: 399.99, lot number: t189999) showed a broken serrated jaw at the distal tip. No definitive root cause could be attributed to this allegation. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Part number: 399.99. Lot number: t189999. Manufacturing site: (B)(4). Release to warehouse date: dec 16, 2019. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the two (2) red forceps serrated jaw-ratchet broke off while the surgeon was reducing the fracture. No items were retained. New clamps were retrieved. There was no surgical delay and there was the usual outcome for the case. Patient outcome was unknown. This complaint involves two (2) devices. This report is for (1) red forceps serrated jaw-ratchet 144. This report is 2 of 2 (B)(4).